Manufacturer narrative:
The insulin pump had motor error alarms during the occlusion test and unable to prime during prime test due to a faulty force sensor resistor. The motor passed the motor test. The device had cracked display window corners, cracked reservoir tube lip, broken belt clip slot, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.